Event description:
As reported by customer: "a 6207 was returned for analysis. During the procedure when removing the wire and dilator, the physician noted that the plastic handle was missing (remained in the set). The introducer sheath slipped into the vein and a surgeon was needed to retrieve the sheath from the vein." No pt adverse effects were noted.